Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a measured value of 64 mg/dl and a horizontal trend arrow after an initial rise to 78 mg/dl following oral carbohydrate intake; the event was addressed through troubleshooting and education, including instruction to treat with fast-acting carbohydrates and recheck after 15 minutes. Symptoms included shakiness consistent with hypoglycemia. Outcomes included non-serious impact managed at home without medical intervention, using oral glucose. Investigation included complaint intake review and user coaching on hypoglycemia treatment. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event assessed as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.